Event description:
Pt sample results for d-dimer were reported as 0.0 mg/l based on a diluted sample result below assay measuring range, lacking acceptable qc data for 2 levels. 9/2004 - pt had foot surgery. 9 days later - pt presented to physician in mild distress complaining of shortness of breath for past 2 days, pleuritic type pain on right side and intermittent left arm numbness. Treated with ami protocol to rule out mi/pulmonary embolus. D-dimer result flagged with range over error, diluted 1:8 and repeated. Diluted result was below assay measuring range and reported to physician as 0.8 mg/l even though qc results for only 1 level were acceptable. Pt diagnosed with probable pneumonia. Later next day - pt returned with more severe symptoms. CT scan done to rule out pulmonary embolus and abdominal aortic aneurysm. D-dimer result again was flagged with range over error, diluted 1:8. Result for diluted sample was 20 mg/dl. Pt had massive pulmonary embolus with cor pulmonale, cardiac arrest, and died.